Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was determined to be a defective pressure sensor assembly. In consequence the correction to replace the defective pressure sensor assembly rectified the issue. There was no patient or user harm.

Event description:
Vent came int to the work shop with a decontamination cert but nothing else. I have run the unit through a full service and it has passed all calibrations and tests. I have looked at the units logs and have seen that it has had an error 232003 raised right after it went from spontaneous mode to high flow mode and then this error was removed, because of this I ran the unit for nearly 24 hours and have not been able to replicate this error again.